Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the catalog number could not be obtained. As a lot could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic reported to the fresenius regional sales manager a patient experienced clotting in the dialyzer. Additional information was requested, however to date not provided.